Event description:
It was reported that during a da vinci-assisted surgical procedure, there was a non-recoverable error 319. The customer disabled the system¿s universal surgical manipulator (usm) 3 and continued the procedure with the usm 4 in its place. The procedure was completed as planned with no reported patient harm, injury, or adverse outcome.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse went on site and replaced the system's universal surgical manipulator (usm) 3. The system was tested and verified as ready for use. Isi received the usm involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed and reproduced the reported failure, 'errors 307 and 319.' The unit was tested on an in-house system and failed normal mode, as it triggered error 319. The unit failed on a patient side cart fixture test platform (pftp), as it failed the rolling loop fiber test. The rolling loop fiber cable was swapped with a new one and the error no longer occurred. After the original rolling loop fiber cable was re-installed, the errors returned. The unit was tested on a pftp and passed the direction test, lissajous, chipencoder virtual absolute (cva) characterization, sine cycle, friction test, carriage friction test, brake release test, brake hold test, advanced brake test, carriage strength test, and carriage switches test.